Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported bleeding with the involved angio-seal device. The bleeding started at the hospital station and not in the cathlab. Bleeding after 1/2 hour; bleeding with hematoma. It was reported that the patient was harmed.

Manufacturer narrative:
The actual device was not returned, however, one unused 6fr angio-seal sts plus was returned for evaluation. All of the components were returned in a sealed header bag. The header bag was opened and all of the components were visually inspected for anomalies. No gross anomalies were present. Functional testing was conducted. The arteriotomy locator and hemostatic sheath were mated. An audible and tactile snap was heard. The mated arteriotomy locator and hemostatic sheath were then threaded onto the guidewire without issue into the vessel model. The arteriotomy locator and guidewire were removed. The carrier tube assembly was inserted into the hemostatic sheath where the two pieces snapped together. The deployment sleeve was moved into the full rear lock position and the anchor posted as intended. The device was then withdrawn and the collagen was tamped down. Final microscopic visualization of the anchor and collagen revealed no anomalies. The angio-seal sts ous IFU states: "if seeping of blood occurs after placing the angio-seal¿ device, or after removing the tamper tube, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses." Based on the unused returned device, the complaint could not be confirmed. There is no indication that this event was related to a device defect or malfunction. Based on the investigation results it is likely that hemostasis was not achieved due to improper positioning of the anchor within the vessel, underlying patient anatomy or physiology, or over tamping the collagen. However, without the actual device the exact cause cannot be definitively determined.